Event description:
It was reported that occlusion alarms occurred. Customer performed the fill tubing step and resumed insulin delivery address the issue. Customer¿s blood glucose level was 500 mg/dl.